Event description:
It was reported that 40 syringes 50ml ll precise experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: diameter is different from previous purchase.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 40 syringes 50ml ll precise experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: diameter is different from previous purchase.